Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018 the reporter for the patient contacted lifescan (lfs) alleging that their onetouch verio flex meter had a power issue ¿does not turn on¿. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on (B)(6) 2018 at around 2:30 -3:00pm. The reporter was unable/unwilling to say how the patient manages their diabetes and stated that he made no change to his usual diabetes management routine in response to the alleged product issue. The reporter stated that around 40 minutes later the patient developed symptoms of ¿shaking¿. The reporter stated that between 3:10 and 3:40pm the patient received treatment with food and drink from an hcp. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition, cca noted that when they inserted a new test strip the meter did not power on. However, when the patient pressed the power button the meter did power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.